Event description:
The facility returned the device for service. During service, the baxter repair tech noted fail code 535. The hosp rep stated that there have been no reports of any pt incident involving this pump. No add'l info is available.

Manufacturer narrative:
Eval summary: the condition of fail code 535 was confirmed. This fail code was associated with the user interface module communication with the pump head module. The user interface module was defective and was replaced. This issue is currently being investigated under mdq-CAPA-91, which was opened jan 28, 2005, which is in the implementation stage. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue.